Manufacturer narrative:
Associated medwatches: 3004721439-2019-00105, 3004721439-2019-00106. Manufacturing site evaluation: the shunt assistant valve was manufactured by a qualified employee; deviations during assembly did not occur. All parameters have been inspected and approved during the manufacturing process. All parameters have been assessed as meeting specifications. Investigation - the valve was received; no significant deformations or damage of the valve were detected during the visual inspection. Permeability test- the test has shown that the valve is not permeable and has a blockage. Adjustment test - this is a fixed pressure valve. An adjustment test is not applicable. Braking force and brake function test - this is a fixed pressure valve. The test are not applicable. Computer - controlled test - to investigate the claim of over-drainage, the opening pressure is measured using a miethke computer controlled testing apparatus which simulates a cerebrospinal fluid (csf) flow. The valve is tested in the vertical position. Because the valve is not permeable, a computer test is not possible. Results - after the tests, we have dismantled the valve. Inside the valve there were no visible deposits. Based on our investigation, we confirm the presence of occlusion at the time of our investigation. Despite the lack of significant deposits, it is possible that even non-visible or small amounts of build-up could have led to a temporary compromise of the valve and to the observed malfunction. As described in our literature, the problem encountered is one of the known, inevitable risks of hc-therapy by shunt implants. We can exclude a defect at the time of release. The valve met all specifications of the final inspection when released from christoph miethke gmbh & co. Kg.

Manufacturer narrative:
Aesculap inc. (Importer, registration no. 2916714) is submitting this report on behalf of christoph miethke gmbh & co. Kg (manufacturer, registration no. 3004721439). Exemption number: e2017044. A section - patient data: height 90 cm, exact weight 10,4 kg. Manufacturing site evaluation: investigation on-going. Additional information / investigation results will be provided in a supplemental report.

Event description:
It was reported that there was a postoperative issue with the shunt system. A patient was implanted with a shunt system on (B)(6) 2019. Postoperatively, there was over-drainage and blockage was suspected. The system was removed on (B)(6) 2019 due to the malfunction. Associated medwatches: (this report - shunt assist), 3004721439-2019-00106.